Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon immediately ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post procedure.